Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a long segment of thrombus from the superficial femoral artery (sfa) down to the distal posterior tibial (pt). The device was run for 10 minutes 20 seconds with multiple insertions. Distal emboli was noted in the distal pt and removed with aspiration catheter.